Event description:
Caller reported a malfunction on pump, identified by a malfunction code. There was no adverse impact to the customer¿s blood glucose level. Customer will use a backup insulin pump while waiting for a replacement pump from technical support. Technical support advised the customer on returning the faulty pump and confirmed shipping details for the replacement, which will include updated software.